Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): a partial lead in segments was returned and analyzed. Analysis results revealed that no anomalies were found. Blood/body fluid was present on the distal conductor and in/on the helix mechanism and its sleeve head. The defib conductor was distorted. The inner tubing was kinked/buckled. The outer tubing overlay had cosmetic environmental stress cracks. There was a white substance on the exposed defib coil and the outer insulation. The outer insulation had a cosmetic depression. The tip seal was observed to be out of position. There was apparent explant damage.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that since the new implantable pulse generator placement, the lead integrity alert (lia) has been activated twice regarding the right ventricular lead. Also reported was increased impedance, non-sustained ventricular tachycardia, noise, high threshold, oversensing and had an apparent conductor fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.